Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The device was found to be in backup vvi mode. A device download was performed successfully. Device remains implanted.